Event description:
Patient underwent transcatheter device closure of an atrial septal defect in the catheterization laboratory using an amplatzer septal occluder. The patient did well with the procedure and was discharged the next morning. Approximately a month later, the patient was seen by her cardiologist for a scheduled follow up visit. The echocardiogram showed a small fistula between the aortic root and the left atrium. This was secondary to the left atrial disc of the device eroding through the roof of the left atrium and into the aortic root at the level of the non-coronary cusp. The patient was asymptomatic, so the plan was made for the cardiologist to talk to the cath team the next day and to stay in close communication. The cardiologist talked to the cardiology team the next day. The echocardiogram was reviewed there was a concern that the erosion could progress over time and potential bleeding into the pericardium. The patient was immediately called and asked to have her family bring her to emergency room. Cardiac surgery was consulted and started plans for immediate surgery to remove the device. The patient came to the emergency room as instructed and echocardiogram confirmed the diagnosis and showed no change from the prior day. In the operating room, the diagnosis of erosion was confirmed, the lesions were repaired, both in the aorta and the roof of the atrium, and the device was removed without issues. The atrial septal defect was then closed with a pericardial patch. The patient tolerated the procedure well.